Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks for ventricular fibrillation (vf). The right ventricular (rv) lead exhibited unstable and high thresholds, oversensing, noise, high impedance, low impedance, and fluctuating unstable impedances. A lead fracture was confirmed. It was also noted that a lead integrity alert was triggered due to elevated sensing integrity counter (sic) and lead failure predictors episodes. The detections for the rv lead were programmed off and the patient was admitted to the hospital for a lead revision. The following day the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.